Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during the investigation, the audio bolus button cover was found to be torn in the center, and missing the white slug. Unrelated to the original complaint, moisture was observed in the battery compartment. The battery compartment was found to be cracked. A leak test failed due to a battery compartment leak. The pump was opened, and no further moisture was observed. The display was found to be dim with reddish text.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change prior to damage) issue. It was reported that the audio bolus button was torn/punctured and under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.